Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of two (2) clearlink system y-type blood/solution sets. The tubing was primed with normal saline and blood (rbcs) infusion was started. Upon starting the blood, an approximately one-inch section of air accumulated in the filter chamber. An attempt was made to restart with a second set, however, the issue of air accumulation persisted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.